Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, unacceptable and high impedances, multiple positioning attempts, helix not easy to extend, hcp "felt that the lead felt different to handle." The lead was not implanted. No patient complications have been reported as a result of this event.